Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided.

Event description:
It was reported that shaft break occurred. A 1.50mm x 20mm emerge balloon catheter was advanced for dilation. However, the balloon catheter broke about 4 to 5 inches before the balloon. The device was pulled out and a different device was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 1.50mm x 20mm emerge balloon catheter was advanced for dilation. However, the balloon catheter broke about 4 to 5 inches before the balloon. The device was pulled out and a different device was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
B3. Date of event: used the first day of the month of the bsc aware date since no event date provided. Device evaluated by MFR.: the returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen, contrast in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a hole in the shaft for 19mm starting 12.1cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.